Manufacturer narrative:
Hamilton medical ags reference: (B)(4); hamilton medical ags conclusion: it was reported that during ventilation, the hamilton-c6 ventilator switched into safety ventilation without prior warning, and the device was replaced by the end user. The event occurred on july 11, 2025, and the manufacturer became aware on july 14, 2025. Log file analysis showed repeated ¿check flow sensor tubing¿ alarms, followed by sensor failure mode and a high priority alarm ¿external flow sensor failed.¿ safety ventilation was initiated and a safety ventilation alarm was recorded. No ventilation stop occurred, and ambient condition did not occur at any time. The device was operating with software version 2.0.5. The most probable cause but not confirmed is linked software version 2.0.5 used. An update to software version 2.0.7 or higher, currently 2.0.11, is recommended. No patient harm was reported. No confirmation of the software update or the device¿s return to clinical use has been received. Case considered closed.

Manufacturer narrative:
Corrected data: it was mistakenly mentioned hamiltion-c6 in the conclusion wording. The correct affected device is hamilton-c3: it was reported that during ventilation, the hamilton-c3 ventilator switched into safety ventilation without prior warning, and the device was replaced by the end user. The event occurred on july 11, 2025, and the manufacturer became aware on july 14, 2025. Log file analysis showed repeated ¿check flow sensor tubing¿ alarms, followed by sensor failure mode and a high priority alarm ¿external flow sensor failed.¿ safety ventilation was initiated and a safety ventilation alarm was recorded. No ventilation stop occurred, and ambient condition did not occur at any time. The device was operating with software version 2.0.5. The most probable cause but not confirmed is linked software version 2.0.5 used. An update to software version 2.0.7 or higher, currently 2.0.11, is recommended. No patient harm was reported. No confirmation of the software update or the device¿s return to clinical use has been received. Case considered closed.

Manufacturer narrative:
Hamilton medical ag`s comes to the following conclusion: investigation is ongoing.

Event description:
Hamilton medical ag received the following description based on the current information of the complaint (quotation of the reporter): "end user of the device states that during ventilation, without warning, device went into safety ventilation. Device had to switched out for another." No further clinical signs, symptoms or conditions and no health consequences or impact, were reported. The investigation to verify the allegation is still in progress.